Manufacturer narrative:
No critical pump error (open book image) noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. The insulin pump was received with high sleep current measurement. Problem isolated to electronic board. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed critical pump error. Customer mentioned that she was playing softball and the insulin pump was hit by the ball prior to the alarm and the ringing. Customer's blood glucose reading was noted to be 167 mg/dl. Customer did not have an alarms in the alarm history. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump is being returned for analysis.